Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the device damage occurred during handling or preparation activities performed external to the patient and did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a thr surgery the plastic part of one (1) polarstem modular head for 21000662 was sheared off. Since incident occurred during handling activities no pieces fell inside the patient. The procedure was resumed, without any delay, using a s+n back-up device.